Event description:
It was reported on (b)(6) 2026 a 25 mm Amplatzer Amulet Left Atrial Appendage Occluder was selected for implant using a 12F Amplatzer Amulet delivery sheath for a left atrial appendage (LAA) closure. The imaging modalities used during the procedure were echocardiography and angiography. The landing zone measurements were 19 mm at 0 degrees, 19 mm at 45 degrees, 20 mm at 90 degrees, and 20 mm at 135 degrees. During the procedure, fluid was given and the left atrial pressure was above 12 mmHg. Two partial recaptures were performed for repositioning. No leak was detected around the lobe, CLOSE criteria were met, and a tension test was performed. The device shape was Roman Helmet. The device was implanted. After the procedure, on the same day, echo imaging demonstrated the device embolized to the mitral valve. Cardiac surgery was performed to address the embolization. The device was removed from the body. However, during the cardiac surgery the patient went into shock and passed away.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.